Manufacturer narrative:
The product was not returned for evaluation and had been used for treatment. A relationship, if any, between the product and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the product in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the product was not sufficiently hydrated with lactated ringer solution or water, which could delay the timeline for product dissolution. It is also possible the patient did not irrigate properly after implantation. There were no indications that would suggest that the product did not meet product specifications upon release into distribution. Without the product, lab values or the requested clinical information, we are unable to determine root cause for the reported issue. In addition, it is unknown is if the patient followed the instruction for use for the nasatent dressing. Additionally, there is no evidence to support the smith and nephew product contributed to the reported issues. The future impact to the patient is limited to the impact of the reported infection which no details were provided on the patient¿s current status and outcome.

Event description:
It was reported that after 2 months of the operation, rhinorrhea was severe, and as a result of observation with an endoscope, it was confirmed that the residual amount of nasastent remained without disappearing. The patient nose is running and got infection on his nose. It was removed by suction.

Event description:
It was reported that after 2 months of the operation, rhinorrhea was severe, and as a result of observation with an endoscope, it was confirmed that the residual amount of nasastent remained without disappearing.